Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Additional products: d4: serial or lot#: (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Product event summary: the controller ((B)(6)) and one (1) battery ((B)(6)) were not returned for evaluation. A review of the manufacturing documentation confirmed that the battery met all requirements for release. Visual evidence received from the site revealed a bent pin within power port two (2). Log file analysis revealed one (1) power disconnect alarm was logged involving (B)(6) on (B)(6) 2023 at 6:46:05. During the power disconnect alarm, a safety alert word (saw) value was recorded indicating that a cell pair depleted below a voltage threshold. The power disconnect alarm was followed by one (1) critical battery alarm also involving (B)(6) at 7:42:34. At the time of the critical battery alarm, the relative state of charge (rsoc) of the battery was 5%; however, data log files covering the observed critical battery alarm were not available for analysis. Of note, it was observed the battery had exceeded the useful operating life of 500 charge and discharge cycles. As a result, the reported events were confirmed. Based on the available information, possible root causes of the cell-under-voltage condition involving (B)(6) can be attributed, but not limited, to a welding defect, a faulty internal cell pair and/or soldering defect. A possible root cause of the critical battery alarm can be attributed to, but not limited to a faulty battery, estimation error and/or patient allowing the battery to deplete. The most likely root cause of the battery exceeding 500 charge and discharge cycles can be attributed to a battery reaching the end of useful life. Based on an investigation conducted under CAPA pr00384004, the root cause of bent socket pins within power port connectors is attributed to misalignment during connection attempts between the metal receptacles on the controllers and the plastic connector plugs in the battery and/or adapter cables. The misalignment results in wear on the connector plugs that can lead to contact between the connector plug and socket pins from the controllers. The socket pins may not withstand applied forces from subsequent misaligned connections, causing the pins to bend. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the battery exhibited communication errors, a real time clock error, critical battery alarm and power disconnect alarms. It was also reported that the battery was connected to port two of the controller when the critical battery alarm occurred. The battery was removed from service.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Additional products: d1: heartware ventricular assist system ¿ battery d4: model #: 1650 / catalog #: 1650 / expiration date: 31-dec-2016 / serial#: (B)(6) UDI#: (B)(4) d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 31-dec-2015 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited unstable/poor mechanical connection on the power ports due to bent pins. It was also reported that the patient had issues to connect a battery into power port one and could not push in the battery connector.  While looking into the port the patient found one pin slightly bent. The patient and spouse managed to correct the bent pin several times and afterwards the battery would fit into the port. The controller was removed from service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.